Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022 ,product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-mar-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 02-dec-2022, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 25-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. It was reported that a dye study was performed and based on the results the physician decided to replace the entire catheter. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.